Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 400mg/dl, with unspecified ketones, nausea, and a headache, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated in the hospital for an unrelated illness by their healthcare provider. During troubleshooting with customer technical support, it was revealed the dosage recommended by the bolus calculator feature had been overridden as instructed by their healthcare provider. The tubing was not being primed enough with each infusion set change, and the infusion set was not changed per the instructions for use. The basal delivery totals in total daily dose did not match due to use of the suspend feature. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.